Event description:
An electronic report was received from the pt indicating, he had recently been diagnosed with plaque deposits in this current cypher sirolimus-eluting coronary stent. The stent is located in the right coronary artery. He will be going in for counseling about this diagnosis and wanted to know if the cypher stent could be removed and replaced with another one. The current blockage is 90% and he stated he has had the current stent since july 2003.

Manufacturer narrative:
Any additional information will be submitted within 30 days of receipt.